Event description:
It was reported that the ventilator would not power on.it was reported that the event occurred during clinical use. There was no patient harm reported.

Manufacturer narrative:
Date of report: 26sep2018. Added UDI (international (B)(4)). Added "foreign". Date received by manufacturer: 10jul2018. The power management (pm) printed circuit board (pcb) was returned for failure investigation. Visual inspection of the returned component did not reveal any signs of damage or contamination. The pm pcb was installed to a failure investigation (fi) test ventilator. The test ventilator passed all testing and operated within the manufacturing specifications. The product meets specifications. The reported condition was not verified, therefore, a root cause could not be established.